Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial cephalic vein of the forearm. A 5.0mm x 40mm x 50cm athletis balloon was advanced for dilation. However, the balloon ruptured during multiple inflations. The device removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.